Event description:
Additional information received indicated infection was not resolved and patient is treated with antibiotics for some weeks and will be followed up.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated company manufacturer met with patient and the infection is cleared. Additional information received indicted patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient was admitted to the ER and suspected with an infection at the lead site. The patient was given antibiotics over the course of several days to address the infection. Patient was followed up and the wound had healed, and infection resolved.